Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) optic calibration expired alarm. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 02feb2023. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse performed several fiber optic tests in test mode and clinical mode without any fos errors. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11corrected data: e4